Manufacturer narrative:
G4: 14oct2019; b4: 15oct2019. D4: the serial number was found to be (B)(6). H10: the customer confirmed the touchscreen was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen will not calibrate. The device is pending evaluation.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen will not calibrate. The device is pending evaluation.